Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion being treated was located in the distal left main (lm) coronary artery. The lesion was predilated with a 3.0mm x 25mm maverick balloon catheter. The liberte' monorail stent delivery system was advanced, but failed to cross the lesion. When the liberte' monorail stent delivery system was removed from the patient, the stent dislodged outside of the body. No patient injuries or complications were reported. Patient status is reported as "good."